Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a device had continuous activation. Another unit was opened and used to complete almost 80% of the case when it also failed to turn off. This was almost at the end of the case and the pa needed to make a one inch incision to complete the case. The hospital did not report any pt effect.

Manufacturer narrative:
Investigation details: a saline-soaked gauze pad was wedged between the jaws and the device was turned on by the handle switch. The device steamed and sputtered each time the handle switch was turned on and off. The complaint that the device would not turn off is not confirmed.